Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned for evaluation. One detached needle and one strand in two sections outside its packaging were received for analysis. The product code is vcp433h. In order to evaluate the condition of the detached needle, the swage and attachment area were noted cracked. During the visual inspection of the sample, on one extreme, a correct insertion mark was observed and two extremes were noted to be cut that appear to be caused by a surgical instrument. Based on the information currently available, a cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. During the visual inspection of the sample, on one extreme, a correct insertion mark was observed and two extremes were noted to be cut that appear to be caused by a surgical instrument. Based on the information currently available, a cracked barrel was identified during the investigation of the sample received. There were no adverse consequences reported. Additional information was requested.